Event description:
It was reported the device was used during a laparoscopic gastric bypass, upon inspection of the posterior staple line, it was noticed that one-two staples appeared to be malformed. It could not be determined if the staple line was intact or not. So the surgeon over sewed the area and the case was completed without further incident using a new device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.